Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21509. It was reported the pt ((B)(6)) started experiencing auto-reduction after an unrelated surgical procedure. Diagnostics revealed high lead impedance contacts. Reprogramming was unsuccessful as back stimulation could not be restored and auto-reduction was still present. The pt's pain physician will wait for two months prior to any intervention. X-rays may be taken in the interim.